Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: grade ii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast implants and suffered bilateral capsular contracture (grade IV on the right, ii on the left) postoperatively. Additionally, the patient¿s right-sided device was deflated. As a result, the patient had both devices explanted and replaced with 225cc mentor smooth round moderate profile saline breast implants (catalog # 3501630, s/n (B)(4), left and (B)(4), right, on (B)(6) 2021. This report is for the patient¿s left-sided device.